Manufacturer narrative:
(B)(4). The device is reportedly unavailable for investigation. The manufacturer will continue to monitor and trend related events.

Event description:
The balloon ruptured after being in place for more than 12 hours. The patient's condition was reported as fine.

Manufacturer narrative:
(B)(4). The batch card(s) for the complaint lot(s) was reviewed all samples passed qa inspection. There was no complaint device returned for investigation. Therefore, no physical assessment could be conducted and investigation will be based on document review. Based on complaint statement, it is likely that the balloon had burst. Burst balloon could occur as a result of balloon had come in contact with bladder or kidney stone during use for patient with bladder or kidney stone history. Based on literature, salty like sediment could also possibly lead to balloon tear below adopted from an article from robinson j {2003): deflation of a foley catheter balloon, nursing standard which stated that encrustation stick on the catheter balloon may be break into small particles and scratch the catheter surface and patient urethra resulting into bleeding, scarring or trauma. As part of our initiative, a simulation test was conducted with representative samples from production. 12 pieces of the production samples with the same size and same balloon capacity were randomly picked and were inflated with 30ml distilled water and soak in water at 37°c for 3 other remarks: days. Samples were removed from soaking after 3 days and check for any burst balloon. No burst balloon was observed. In our current standard operating procedure, the products are subjected to 100% visual inspection and any defective raw balloon will be discarded before sent to the next process. Upon completion of assembly process, the finished catheter will be again subjected to 100% balloon inspection and 20 minutes leak test. Catheter with defective balloon will be culled out during this process. In the absence of any actual or representative sample for investigation, we could not further investigate to identify the actual root cause of this reported failure. Therefore, this complaint could not be confirmed.

Event description:
The balloon ruptured after being in place for more than 12 hours. The patient's condition was reported as fine.